Event description:
This was a lead extraction conducted in the ep lab to remove a sjm 1580 riata rv (84mths) non-functional, exposed coil lead. Patient was prepped per hrs guidelines, cvs scrubbed in and fluoroscopy in use. The lv and ra leads (unknown model#) were removed without incident. The lv lead was manually extracted and the ra lead lased with the 16f gl. Md prepped the sjm 1580 with a lld (unknown model#) and began lasing with a 16f gl. Progression made just past the proxomal coil and a abp decline was noted. The cvs performed an emergent sternotomy within 2 minutes noting a svc tear, anterior length matched proximal coil of 1580. This was succesfully repaired and the patient transferred to the ICU for recovery.

Manufacturer narrative:
Device disposed of after use.